Event description:
It was reported that the user experienced recurring occlusion alerts and hyperglycemic events associated with bent cannulas and infusion set issues, which resolved after changing supplies; a replacement pump was shipped but not used, and the original pump resumed normal function after a temporary disconnection. Symptoms included no reported clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of information provided by the user. Investigation of this case revealed an obstruction of flow related to a deformation problem, with the connector/coupler identified as the relevant device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.